Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer replaced the infusion set and cartridge and resumed insulin usage.